Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) beyond two bars and was frequently charging the device. The patient underwent a revision procedure wherein the ipg was replaced and relocated from hip to lower back as patient complained of device location. The patient was doing well postoperatively, and the explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-3138-35. Serial number: (B)(6). Batch/lot number: 16490278. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-35. Serial number: (B)(6). Batch/lot number: 16490278. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) beyond two bars and was frequently charging the device. The patient underwent a revision procedure wherein the ipg was replaced and relocated from hip to lower back as patient complained of device location. The patient was doing well postoperatively, and the explanted device will not be returned as it was not released by the facility.